Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of over 600 mg/dl. Customer addressed bg with a manual injection and by drinking water. Reportedly, air bubbles were seen during troubleshooting. The supplies were changed to address the event.